Manufacturer narrative:
The subject cartridge has not been returned to animas for analysis. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter (patient's mother) contacted animas on (B)(6) 2013, alleging moisture inside the cartridge compartment of the pump from an unknown source. The reporter stated at the time of the call to animas that the subject pump was not available for troubleshooting by animas customer technical support (acts). The reporter was asked to call back to acts when the pump was available to perform troubleshooting. The patient did not call back and acts made several attempts to follow up with the reporter; however, the reporter did not respond to the contact attempts. There was no reported adverse event associated with this complaint. This complaint is being reported because the reporter alleged moisture in the cartridge compartment without a reasonable explanation and the issue remained unresolved.